Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). The balloon was tightly folded. The stent was microscopically examined and was found to be damaged with several struts stretched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 20x2.75 omega bare metal stent was selected for use. However, during preparation, the physician noted that the distal stent struts were opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.